Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 4.00 x 28mm synergy stent was advanced but failed to cross. When it was removed, the stent was deformed. No patient complications were reported.